Manufacturer narrative:
(B)(4). The first valve was explanted, but is unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.

Event description:
It was reported to medtronic neurosurgery that a patient has intracranial hypertension and had a strata ii shunt implanted. The strata ii shunt was replaced because it allegedly frequently reset itself.